Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels decreased to 30 mg/dl during an airline flight. The patient was treated with sugar and went into hyperglycemia. Symptoms reported include vomiting. The patient was treated with insulin and fluids utilizing intravenous therapy. The patient was released after 7 hours. The pod was discarded by the patient.